Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by senior nurse of the hospital, that the g3 nail broke.

Manufacturer narrative:
The nail was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The nail was drill marked within the anterior and posterior bridge of the proximal lag screw hole; a part of the anterior bridge material is completely abraded at lateral. Both breakage lines were found within the drill marked areas. This misdrilling effect did weak the both bridges and caused most likely a notching effect on the lateral side that favours the nail breakage. Misdrilling could occur in case the target device was pre-damaged, instruments were not assembled correctly or bending forces were applied to the drill and/or target device during drilling. The operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the anterior bridge breakage surface; the bridge broke step by step. The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the anterior bridge at lateral. After the anterior bridge was full or main partly broken, the posterior bridge followed also step by step but much quicker than the anterior bridge. Finally the posterior bridge broke spontaneous at medial; due to this a part of the bridge material was broken out. The nail broke due to a fatigue fracture. Bearing points on the distal part of the proximal nail hole indicate that heavy loads were applied postoperatively to the implants; these loads did also contribute to the nail breakage. The customer reported a multiple fracture and that the patient is extensive obese. Furthermore the nail broke after ~two years. According to a literature research ¿statement 040506rp2 ¿ fracture healing: normal healing range of long bones¿ the normal healing range for femur bones is 8 to 24 weeks (max. 6 months). After 32 weeks (8 months) the literature research defines the fracture as non-union. Therefore the fracture of the complained case can be defined as not healed (non-union). Fractures with poor bone contact (i.e. Multiple fractures), heavy postoperatively loads, obesity, non-union and intra-operatively implant damages are adverse effects that can lead to implant breakages and are listed in the IFU and operative technique. Because no manufacturer related issues were found the case is attributed to the patient contributed by the user. No non-conformity identified.

Event description:
It is reported by senior nurse of the hospital, that the g3 nail broke.